Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (investigation findings, and investigation conclusions). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including history of coronary artery bypass graft, hyperlipidemia, and chronic kidney disease.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve, underwent a valve-in-valve procedure after an implant duration of six (6) years, one (1) month due to stenosis. The tmvr was successfully performed with a 29mm 9755rsl valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 (clinical code, type of investigation).

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve, underwent a valve-in-valve procedure after an implant duration of six (6) years, one (1) month due to stenosis. The patient presented with shortness of breath. The tmvr was successfully performed with a 29mm 9755rsl valve. The patient was stable post-procedural and was discharged on pod #1.